Event description:
Pt was delivered using vacuum extraction. Following delivery, pt required resuscitation; resuscitation attempt failed. Possible asynclitism at delivery. Length of time vacuum applied is unknown. No pop-offs were documented.